Manufacturer narrative:
(B)(4) the reported event was confirmed through examination of a returned product sample. A damaged ptd catheter and a non-arrow guide wire were returned. The basket was misshaped/damaged and the orange lumen was also missing. The orange lumen was stuck on the guide wire at 5.5 cm from the distal end. The j-bend was opened with some damaged coil wires. The wire was found to be coated and the j-bend was a solid wire through the tip. Part of the coating was missing between 50 and 88.5 cm from the distal end. A few offset coils were found and the orange lumen was ripped on the proximal end with heat marks indicating that it was correctly adhered to the basket at one time and no pieces appeared to be missing. Microscopic examination of the basket confirmed that all wires were securely attached. No remnants of the orange lumen were found but a piece of crumbled guide wire coating was found in the basket at the distal connector piece. A lab wire was inserted into the ptd and hit a block at 4 cm from the proximal connector. A DHR review did not yield a ny findings. The IFU includes warnings and cautions regarding fatigue failure. Based the returned components and the indication that it was discovered upon removal, operational context appears to have caused or contributed to this complaint. No further actions will be taken.

Manufacturer narrative:
(B)(4). Information was received via medwatch report # (B)(4). This report is for the second in a series of two consecutive product issues with the same patient. The initial event has been reported under MDR# 9680794-2016-00005.

Event description:
It was reported that an over the wire ptd was inserted over the guide wire that was already in the patients graft and vessel. With this device, the procedure to de-clot the graft was successful, as demonstrated on imaging. The device and the guide wire were removed. At this point, it was noted that the orange guide catheter inside the basket was missing, but was found on the guide wire. It would not normally be on the guide wire. The procedure continued and a stent was placed in the patient's vessel. The graft was open and the vessel with venous outflow needed to be stented to support the graft.